Manufacturer narrative:
Reported event: an event reporting disassociation and altr involving an accolade stem and a metal head was reported. Following clinical review malposition of the trident shell was confirmed, altr was not confirmed. Method & results: device evaluation and results: visual, dimensional and functional inspection was not performed as no devices were returned. Medical records received and evaluation: a review of the medical records and x-ray by a clinical consultant indicated: cup malposition in absent anteversion has caused an overload condition in the arthroplasty bearing with progressive taper corrosion contributing to taper substance loss of taper lock and finally a femoral head disassociation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: a clinical review concluded " cup malposition in absent anteversion has caused an overload condition in the arthroplasty bearing with progressive taper corrosion contributing to taper substance loss, loss of taper lock and finally a femoral head disassociation.". Device remained implanted.

Event description:
It was reported that the patient complained about his right hip popping to the dr. (B)(6) several weeks ago. On tuesday, (B)(6), dr. Was then made aware that (B)(6) had a dislocation of his right hip. No information about what the patient was doing when his actual dislocation occurred was provided. Dr. (B)(6) decided that a revision hip surgery was necessary. The case was scheduled for thursday, (B)(6) . During the case dr. (B)(6) removed the accolade tmzf plus 127 deg hip stem, the lfit anatomic v40 femoral head and trident x3 0 deg insert. The head of the stem showed some considerable wear. He replaced these items with a restoration modular hip system, 155mm/14mm, a new trident x3 0 deg insert, restoration modular hip, 21mm/ plus 0/ v40, biolox delta universal taper femoral head, and a universal v40 taper sleeve. The surgery on thursday went well, as planned, and dr. (B)(6) will follow up with (B)(6) .